Manufacturer narrative:
Samples received: 4 unopened pouches. Analysis and results: there are no previous complaints of this code batch. Manufactured (B)(4) units of this code batch, there are few units in stock.. The needles of the samples received have been tested for bending strength and the results fulfill product specifications. Bending strength results before releasing the product, fulfilled the specifications of the product. Remarks: care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the end or attachment end could cause bending or breakage. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: although the results of the samples received fulfill the product specifications, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: czech republic. It was reported that the needle bent during surgery.